Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2025. It was noted that the procedure was prolonged beyond the expected duration and resulted in more blood loss than anticipated. Post implant, the implantable cardioverter defibrillator (ICD) had no bluetooth (ble) telemetry. The cause of the ble anomaly is unknown but was suspected to be due to the prolonged timeframe of the procedure. A ble reset was performed which alleviated this issue. The patient was noted to be stable throughout the procedure.